Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,g1,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, the endoscopic image could not be displayed, poor water-tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 - initial reporter establishment name : (B)(6).

Event description:
It was reported that the camera head had image interference. The issue was found during preparation for use. There were no reports of patient harm.